Manufacturer narrative:
The device was received, and an evaluation is complete. This evaluation included a visual assessment as well as functional testing. A device history record review revealed no issues that could have caused or contributed to the event. Evaluation experienced a system error 322. The cause was determined to be a failing lower link switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced a system error 322 (link switch error low). No additional information is available.